Event description:
The event involved a chemoclave® vented bag spike where an unknown chemo drug leak during infusion was reported. The leakage happened from spiros. There was no unprotected chemo exposure in this event. There was no patient and healthcare provider harm. The set was replaced and therapy resumed.

Manufacturer narrative:
It is unknown if the device is available for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. If additional information becomes available a supplemental report will be submitted. Additional contact information: (B)(6); product specialist evermedical co., ltd. =(B)(6).

Manufacturer narrative:
D9 - date returned to mfg on 2/28/2024. Received one used ch-14 chemoclave vented bag spike for inspection. No mating devices were returned to evaluate with the ch-14. The ch-14 was leak tested per product specifications. There was leakage from the head of the ch-14. The clave was disassembled. The internal spike was found to be broken and there was excessive seal tearing observed on the top surface of the seal. The reported complaint of leakage can be confirmed due to the damage observed. The probable cause of the damage is unknown. Without the return of the mating device a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.